Manufacturer narrative:
Event eval: still under investigation.

Event description:
A (B)(6) female patient underwent aaa repair. The proximal neck was 15mm but it was tortuous and had some calcification. The right iliac artery was cto with calcification and the left iliac was highly calcified. Aui was planned first, but patency of the right iliac was ensured, so the physician decided to use zenith flex aaa endovascular grafts. He inserted the delivery system from the left and placed the main body, then placed an iliac leg graft in each side. Type I endoleak was confirmed and add'l ballooning was performed but the leak persisted. He decided not to place add'l stent due to the problem of the access vessels and completed the procedure. The patient will be followed closely.